Event description:
It was reported the generator is being returned because the display had unusual characters during bootup. The customer replaced the device for the case and continued with another generator. There was no pt consequence. The customer was able to duplicate the display problem and also noted the generator is posting error ab overcurrent in the log. The device will be returned.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. It was reported that the generator is being returned to the service and repair facility with unusual characters on the display and also has ab error. The analysis site found that the unit boots up with distorted video and error 1 (ab over current). The site replaced the main pcb to correct all issues. The generator was serviced, then burned in, functionally tested, and was found to operate properly. The device history record has been reviewed and has passed qa inspection.